Event description:
Medtronic received a report that the mid-section of the pipeline failed to open and it was kinked. The patient was undergoing treatment for an unruptured, saccular aneurysm located in the left pituitary segment. The max diameter was 2.7 mm, and the neck diameter was 2.9 mm. The patient's vessel tortuosity was severe. The landing zone was 3.3 mm distal and 4.5 mm proximal. It was reported that the pipeline was anchored distally to the m1 segment of the brain and was expected to be anchored proximally to the c4 horizontal segment. When the stent was opened to c4 anterior flexion, the stent was obviously kinked. The kink could not be opened by adding or subtracting the swinging 4 times. At this time, the proximal stent was opened. The mid-section kink still was not opened. They went upper with navien enhanced support and the navien inner deployed stent still failed to open the kink. The first recovered and deployed again was still not open. Therefore, it continued to increase or decrease the expansion swing 3 times, but it was still not open. Therefore, it was planned to recovered and deployed again for the second time. During the recovery process, the push rod and the stent were resolute dislodgement. The push rod could not control the stent. So they went upper with the navien, recovered pipeline and phenom 27 into the navien and withdrew in vitro. The microcatheter did not pass the recyclable mark point throughout the whole process. The stent was pushed out in vitro. It was found that the crease at the kink of the stent was obvious. The diameter of the crease was smaller than the normal section. The support force was also significantly weaker than the normal section. The push rod detachment area was resolute dislodgement with the stent body. They reused the original pathway and the original phenom 27 microcatheter. Another pipeline was able to be opened smoothly at the c4 front bend where the previous pipeline was kinked. The replacement device was successfully implanted. The patient did not experience any injury or complications. Angiographic results post procedure showed the vascular lumen was unobstructed, the vascular status was good, and the blood flow was slowed in the aneurysm. The devices were prepared according to the instructions for use (IFU). Ancillary devices include a 8f guide catheter, phenom 27 microcatheter, synchro 14 guidewire, and 5f navien catheter.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: product analysis #705074039:¿ equipment used: vis (m-81805), 203cm ruler (m-83360) ¿ drawing(s) referenced: none ¿ as found condition: the pipeline flex embolization device and phenom 27 catheter were returned for analysis within a shipping box; within a plastic bio-pouch; within an opened pipeline flex inner pouch; and within a dispenser coil. ¿ visual inspection/damage location details: the distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The pushwire was found to be bent at ~65.5cm and ~140.3cm from proximal end. The distal and proximal ends of the pipeline flex were found fully opened and moderately frayed. The middle section of the pipeline flex braid appeared fully opened and no damage. No damages were found with the distal marker, re-sheathing marker, re-sheathing pad or with the proximal bumper. The total and usable lengths of the catheter were measured to be within specifications. The catheter tip and marker were examined; and no damages were found. No damage was found with the phenom catheter body. No flash or voids molded were observed in the hub. No other anomalies were observed. ¿ testing/analysis: the catheter was flushed and tested by running an in-house 0.0265¿ mandrel through catheter tip and hub. The mandrel successfully passed through the catheter hub and tip with no issues. ¿ conclusion: based on the analysis findings, the pipeline flex was not confirmed to have failure to open at the middle section. The event cause could not be determined as the middle section of the braid appeared fully opened with no damage. In addition, the distal and proximal ends of the braid appeared fully opened and moderately frayed. However, the cause for damage could not be determined. It is possible that the patient tortuous anatomy may have contributed to the failure to open issue. There was no non-conformance to specification that may have contributed to the failure to open issue. (Nikkhs2 2022-08-24) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that there any issues that resulted in the damage that was found. It was noted that it could not be opened because it was in the bend.